Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in left anterior descending artery. A 20x2.50mm promus premier select drug-eluting stent was advanced for treatment. However, the stent balloon did not inflate and while removing the device, the stent broke. The procedure was completed with a different device. There were no patient's complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in left anterior descending artery. A 20x2.50mm promus premier select drug-eluting stent was advanced for treatment. However, the stent balloon did not inflate and while removing the device, the stent broke. The procedure was completed with a different device. There were no patient's complications reported.

Manufacturer narrative:
(E1) - initial reporter address 1: (B)(6). (E1) - initial reporter city: (B)(6). Device evaluated by MFR.: p select ous mr 20 x 2.50mm stent delivery system catheter was returned for analysis with a break in the distal shaft and the distal section not returned. The device was returned without the stent. The device was returned without the balloon section of the device. The device was returned without the balloon and tip sections of the device. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the distal shaft 5mm distal to the exchange port with the core wire exposed. No issues along the shaft polymer extrusion. No other issues were identified during the product analysis.